Event description:
Customer reported device=50 mg/dl and device=32 mg/dl. Treatment information was not provided. Controls were used, but information regarding them was not available. A request was made for return product, however, replacement was declined.